Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a prime rewind anomaly on the insulin pump. The customer's blood glucose level was 100 mg/dl. The customer stated that the insulin is "squirting out" during the manual prime process. The customer said that they are receiving an a33 alarm. The troubleshooting was performed. The customer stated that the drive support cap is sticking out. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions. The customer was advised that the insulin pump will need to be replaced. The patient was advised that the cause of the a33 alarm is during seating the force sensor did not detect the reservoir.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test also unable prime during the prime/a33 test due to protruded loose drive support disk. No a33 alarm noted. The insulin pump has minor scratched display window, broken belt clip slot and cracked reservoir tube lip.